Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 840 went into safety valve open. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and cleaned the ventilator's touchscreen. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
The ventilator was not on a patient at a time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.